Manufacturer narrative:
One device was returned for repair. Visual inspection showed the device was in good condition. Service history review identified the device has not been serviced in the review period. Three delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. The cause was unknown. Pump's expulsor was trimmed in order to bring the delivery into more nominal of a range and bring pump into full functionality. Device passed all functional tests after repairs.

Manufacturer narrative:
E1: phone number "(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy by +6.8%. There was no patient involvement.